Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for evalution?yes d.9. Returned to manufacturer on: 02-aug-2023 h.6. Investigation summary: a complaint of the lower part of the drip chamber cracking and leaking was received from the customer. A sample was received for investigation. Through visual inspection, the customer complaint of component damage was confirmed. The drip chamber had broken off the rest of the set. The tubing was seen to be torn. A device history record review for model 10015012 lot number 21105039 was performed. The search showed that a total of 10,503 units in 1 lot number were built on 20oct2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing site was notified of this defect and an investigation of the manufacturing process was completed. After investigation and along with manufacturing and quality operations team, the most potential root causes that generates the issue of component damage - leak in model 10015012 is an excess of solvent and a poorly coiled of the product. The lot was manufactured prior to changes made to the manufacturing process to prevent this defect. These changes included reduction of the amount of solvent applied to the connection site, improvements in the coiling method to prevent kinking, and additional specifications to provide consistent solvent amounts. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the unspecified bd¿ alaris extension set a crack in the line caused a leak. The following was recieved by the initial reporter: verbatim : the line attached to the lower end of the drip chamber cracked and was leaking. Crack was noticed prior to being connected to patient.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the unspecified bd¿ alaris extension set a crack in the line caused a leak. The following was received by the initial reporter: verbatim : the line attached to the lower end of the drip chamber cracked and was leaking. Crack was noticed prior to being connected to patient.

Event description:
It was reported that while using the unspecified bd¿ alaris extension set a crack in the line caused a leak. The following was recieved by the initial reporter: verbatim : the line attached to the lower end of the drip chamber cracked and was leaking. Crack was noticed prior to being connected to patient.

Manufacturer narrative:
Investigation summary a complaint of the lower part of the drip chamber cracking and leaking was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot and model number are unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.